Event description:
Surgeon requested stent and or staff obtained 2 different stents with same lot #'s. Neither package could be opened. Hard inner plastic package appears to be melted together. Stent with a different lot # was ok to use.